Manufacturer narrative:
(B)(4). A field action was initiated on (B)(6) 2015 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from the (B)(6) stating the baby had a 90% leak on the ventilator and the respiration rate was 80 to 100 on the monitor. The flow sensor was changed and the leak was noted. The ventilator was changed and the leak was noted. The baby was suctioned because the health care providers thought the leak was secretion related and the leak was noted. The health care providers noted the button (closing mechanism) on the inline suction was not locking correctly. The inline suction system was changed and the leak decreased to 0%. There was no reported harm to the patient.

Manufacturer narrative:
The device history record for the lot number, m5096t502, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The position of the thumb valve appeared to be fully upright (closed). The valve was depressed and released. The valve returned to the upright position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. The distal end of the catheter was inserted in water, dyed blue, and suctioning occurred. The thumb valve was fully depressed and suctioning increased. The valve was placed in the locked position. Suction also occurred in the locked position, but at a slower rate. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).